Manufacturer narrative:
Continuation of d10: product ID: 97715, (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024. B3: event date is date valid.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they would like to get a new clinical specialist or representative since they had a new battery put in. Pt stated they were told post implant that they were not supposed to use therapy until 1 week post implant. Pt stated they had their implant replaced because the previous ins battery depleted. Pt stated they have not had their ins programmed. Patient stated that they have turned therapy on and it is going to their stomach and down their left leg. Patient stated it has been that way since implant patient service specialist is sending an fyi message to the local field representative about patient request.